Event description:
Event description cpi received information that telemetry could not be established with this ventak mini implantable cardioverter defibrillator (ICD). The physician elected to explant the device.